Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high and undefined pacing impedance, and was also not sensing p waves. The lead was reprogrammed, and then later capped and not replaced because the physician elected to downgrade the device from a dual-chamber implantable pulse generator (ipg) to a single-chamber ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.